Event description:
An article was reviewed and found to contain information regarding one patient who was implanted with vns for treatment of medically refractory focal dyscognitive seizures, with generalized convulsions. The patient had reported witnessed snoring with rare witnessed apneas. The patient underwent testing for the assessment of possible vns-associated sleep-disordered breathing. During the vns activation, snoring was dramatically reduced during non-rapid eye movement (nrem) sleep, but not during rem sleep. During nrem, snoring artifact was observed on the snore microphone and nasal pressure transducer airflow channel. With vns activation, airflow was reduced and snoring was almost abolished. With non-activation of the vns, the snoring returned and airflow improved. Attempts for additional relevant information have been unsuccessful to date. No known interventions have occurred to date.